Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high capture threshold. An x-ray was performed, and dislodgement was noted on the lead. The physician elected to reposition the rv lead however, the helix failed to extend during the procedure. This lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.